Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products confirmed that 18 out-of-20 contain foreign debris. (B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the parts when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. Although a definitive source of the hair-like fiber cannot be determined, it was introduced during manufacturing because it was located in the sealed pouch. The root cause of the reported issue is attributed to a manufacturing issue. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02390, 0001822565 - 2020 - 02391, 0001822565 - 2020 - 02392, 0001822565 - 2020 - 02393, 0001822565 - 2020 - 02394, 0001822565 - 2020 - 02396, 0001822565 - 2020 - 02397, 0001822565 - 2020 - 02398, 0001822565 - 2020 - 02399, 0001822565 - 2020 - 02401, 0001822565 - 2020 - 02402, 0001822565 - 2020 - 02403, 0001822565 - 2020 - 02404, 0001822565 - 2020 - 02405, 0001822565 - 2020 - 02406, 0001822565 - 2020 - 02407.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. No patient involvement. No additional information.